Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for failed batt test and unexpected battery power loss. Customer¿s blood glucose was unknown. Customer reported that pump stopped delivering due to the battery and the pump was really warm like hot actually. Customer reviewed alarm history and found delivery stopped insert a new battery now. Customer stated she was avoiding going downstairs so she put a battery that was in her drawer so she received battery failed. Customer stated when she removed the battery from the pump she noticed it was warped. Customer declined troubleshoot for failed battery and replace battery alarm. The insulin pump will not be returned for analysis.